Event description:
The PICC line was placed in the normal fashion in the baby leaving a portion of the catheter outside the puncture site which was coiled and secured with tegaderm. When the catheter hub was about to be connected to the IV line, the baby moved its arm, the nurses heard a popping sound and the catheter had fractured at a point distal the hub, underneath the tegaderm patch. Fortunately there was no pt harm, the catheter was extracted, and both pieces are being returned for manufacture analysis.

Manufacturer narrative:
Results of the device eval will be filed in a supplemental report when sample is received.